Event description:
A surgeon reported that following intraocular lens (iol) implantation, the postoperative results were not satisfactory and the patient experienced sand sensation and watering. Medical records were received and reviewed which indicated the patient reported sand sensation, watering and blurred vision at the one month postoperative visit. At two months postoperative, the patient reported seeing a "little circle in the eye".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Medical records were received and reviewed. (B)(4).